Event description:
Patient endotrachealy intubated being manully ventilated with resuscitation bag. Connected to oxygen "e" cylinder with regulator reading 2000 psi. Patient transported from acute care area to ICU. Patient had bradycardic arrest with cyanosis, desaturation in oxygen level. Discovered oxygen regulator had no flow coming out of regulator despite being turned on.